Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an unexpected low suspend. The blood glucose was 318 mg/dl and a sensor glucose of 157 mg/dl. Troubleshooting was performed and the customer was advised that the issue is most likely due to a sensor not situated properly in the infusion set preventing sensor from properly tracking changes in glucose and may also be related to site location or rotation. The device will be replaced and returned.